Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons was stick. Customer¿s blood glucose level was unknown. Customer stated that the battery cap was broken, no delivery alarms and scratches on screen. Troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) up and down buttons dome switch. No unlocked lcd keypad connector noted. However, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, stripped battery cap coin slot (p). (B)(4).